Event description:
The customer stated that smoke was seen coming from the reagent display of the tdx/tdxflx analyzer. The customer unplugged the instrument and the smoking ceased. There were no injuries to employees or damage to the lab due to the smoke. There were no sparks or fire observed. There was no impact to patient management. There was no additional employee information provided.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further evaluation of the customer issue included a review of the complaint text, service history review, a search for similar complaints, and a review of labeling. The customer observed smoke coming from the reagent display panel of the tdxflx, serial number (B)(4), the instrument was unplugged from the power source, and smoke was no longer visible. No fire was seen, and no injuries were reported. The field service engineer (fse) identified the source of the smoke as originating from a worn reagent display panel board (part number 3-45036-01). The reagent display board was replaced, and the unit functioned as intended. A review of the service history for tdxflx, serial number (B)(4), was performed, and the search returned no additional tickets related to visible smoke coming from the tdxflx or issues with the reagent display panel board (part number 3-45036-01). Based upon the results of this investigation, no deficiency or malfunction of the reagent display panel board (part number 3-45036-01) was identified. The issue was resolved by replacing the reagent display panel board due to normal wear.